Event description:
The customer reported the system is displaying sbc errors and the sbc is resetting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and cable connectors. (B)(4).